Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that the 2.0 x 15 mm trek balloon was used for pre-dilatation in the left anterior descending artery. Resistance with an unspecified guide wire was noted during advancement of the trek balloon catheter. After dilatation, when the trek was being retracted, it pulled the guide wire with it. Due to the resistance, the guide wire was removed along with the trek. The procedure was completed using the same guide wire and implanting an unspecified stent. There was no adverse patient effect and no report of significant delay in the procedure. No additional information was provided.